Event description:
Av node ablation, patient had 3 sheaths in right femoral vein and the ablation catheter was inserted, the fluoro pedal was not working when physician tried to position the catheter. Several unsuccessful attempts made to fix fluoro system, with patient still on table. Biomed determined there was a defective circuit board in the table where the foot pedal connects. Foot pedal had been positioned in such a manner that the connector inside the table broke and affected the circuit board.health professional's impression:no adverse outcome for this patient, but has the potential to result in severe harm or sentinel event.